Manufacturer narrative:
Additional information will be provided after investigation result.

Event description:
On the 13th of april maquest (B)(4) became aware of an incident with xten device. It was stated that lighthead fell during surgery. It broke at the connection where the fork meets the spring arm. No information about the patient available. On the 19th of april the information was updated with the fact that the staff member and patient was involved however no further information were provided so far. (B)(4).

Manufacturer narrative:
Maquet sas received a customer complaint where, as stated, the light head of the x¿ten surgical light fell down and hit the medical staff and the patient. Despite the statement that the light has hit this person no information about any health consequences have been reported. It was established that when the issue occurred, the light head did not meet its specification and it contributed to the outcomes of the complaint. In the time when the issue occurred the device was being used for patient treatment. During the investigation it was found that the reported malfunction has never lead to serious injury or worse. Our investigation shows the following. The spring arm in question was part of our field action performed on 2009. As it was established there was an issue related to improper dimension of the pivot. This deficiency in the dimension could result in potential cracks on the pivot point and further in the breakage on the edge of the welding joint of the acrobat 2000 spring arms manufactured between 2000 and 2006. The unit in this complaint failed due to the issue that was addressed with this field action. This is possible because -as we assumed in our investigation - for the x¿ten device replacement of the spring arm was performed only when the cracks were found during maintenance. It was established that when the issue occurred, the light head did not meet its specification and it contributed to the outcomes of the complaint. In the time when the issue occurred the device was being used for patient treatment. We could conclude that malfunction occurred that did not cause an adverse outcome, but directly or indirectly could have led to a serious deterioration in the state of health, or worse, of a patient or other person. Described issue has been addressed with a new field action (msa/2017/002/iu) launched in october 2017.

Event description:
Man ref # (B)(4).